Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, the root cause of the events could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned as part of the asset return process. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, insufflation unit, to the olympus service center. Upon inspection and testing of the returned device, it was observed that an error e05 (cr board failure) irregularities with the backup data was found in the error log during receipt inspection. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement associated with the event.